Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose value of 43 mg/dl. It was unknown if automode feature was in use at the time of the event. Customer mode of treatment for low blood glucose is unknown. Insulin pump will not be returned for analysis.